Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information the patient's recharger was not recharging. The screen was unresponsive possibly due to a loose or bent connector pin. Patient did not have her device with her at the time of the call, so medtronic patient services was unable to do any troubleshooting with the patient. Medtronic representative lent her demo charger to the patient and patient was able to recharge her device. She was under the impression medtronic was sending a replacement which she never received. Because she returned the demo to the representative she was unable to recharge her ins. It became overdischarged and was not able to be "jump started". Patient underwent surgery to replace her ins on (B)(6) 2011, all impedances were normal. No patient injury was reported and the patient recovered without sequela.